Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced decreased therapeutic benefit. The diagnosis of the catheter issue was reported as unknown at the time of this report. A kub x-ray was performed on (B)(6) 2011. The results were not reported. On (B)(6) 2011, the patient had a catheter revision. On (B)(6) 2011, the patient was "sleepy and muscle tone was rather loose." On (B)(6) 2011, the patient was doing well and had his dosage decreased several times over the first month since the revision. The drug in the pump at the time of the event was lioresal.